Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy on the arctic sun device, but they were getting an alert 01 (patient line open). The target temperature was 37c, flow rate was 0lpm, inlet pressure was -0.2psi, circulation pump command was 100 percent, conditioning valve was 0, system hours were 5686 and pump hours were 5251. The therapy was stopped, and the arctic gel pads were emptied and disconnected. The device was placed in manual mode and the flow was 0lpm, inlet pressure was -0psi and circulation pump command was 100 percent. Mss advised nurse to take device out of service and label them as no flow for biomed. Nurse thought they had another device available. Per additional information received on 15feb2022, biomed stated that the arctic sun device kept failing calibration for an error 91 (bad heating element). The customer would receive information about the 2000 hours preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy on the arctic sun device, but they were getting an alert 01 (patient line open). The target temperature was 37c, flow rate was 0lpm, inlet pressure was -0.2psi, circulation pump command was 100 percent, conditioning valve was 0, system hours were 5686 and pump hours were 5251. The therapy was stopped, and the arctic gel pads were emptied and disconnected. The device was placed in manual mode and the flow was 0lpm, inlet pressure was -0psi and circulation pump command was 100 percent. Mss advised nurse to take device out of service and label them as no flow for biomed. Nurse thought they had another device available. Per additional information received on 15feb2022, biomed stated that the arctic sun device kept failing calibration for an error 91 (bad heating element). The customer would receive information about the 2000 hours preventive maintenance. Per sample evaluation, it was reported that the arctic sun device showed signs of electrical overstress on the neutral connection between the power inlet module and the main voltage circuit card. Device would not autofill unless the circulation pump was primed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the sample was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy on the arctic sun device, but they were getting an alert 01 (patient line open). The target temperature was 37c, flow rate was 0lpm, inlet pressure was -0.2psi, circulation pump command was 100 percent, conditioning valve was 0, system hours were 5686 and pump hours were 5251. The therapy was stopped, and the arctic gel pads were emptied and disconnected. The device was placed in manual mode and the flow was 0lpm, inlet pressure was -0psi and circulation pump command was 100 percent. Mss advised nurse to take device out of service and label them as no flow for biomed. Nurse thought they had another device available. Per additional information received on 15feb2022, biomed stated that the arctic sun device kept failing calibration for an error 91 (bad heating element). The customer would receive information about the 2000 hours preventive maintenance. Per sample evaluation, it was reported that the arctic sun device showed signs of electrical overstress on the neutral connection between the power inlet module and the main voltage circuit card. Device would not autofill unless the circulation pump was primed.